Event description:
On (B)(6) 2025, a nail was surgically implanted in the patient's left leg, followed by the implantation of an identical device in my right leg on (B)(6) 2025. During a follow-up appointment on (B)(6) 2025, x-ray imaging revealed that the crown of the device in the patient's left leg had fractured. As a result, the lengthening process in that leg has either significantly slowed or come to a complete halt.

Manufacturer narrative:
The device has not been returned for evaluation as it remain in-situ. The root cause is unable to be determined at this time. If any additional information is provided, a supplemental report will be submitted.